Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.